Event description:
It was reported that the health care professional (hcp) was unable to aspirate from the catheter access port (cap). It was also noted that the expected volume was 3 ml but the actual volume was 7 ml. The cause of the discrepancy was unknown. No patient injury was reported. It was reported that there was decreased efficacy over time and they were planning a revision starting with the catheter and they were also considering pump replacement. The patient had less than 50% therapy relief from his symptoms. It was later reported that the pump and catheter were explanted on (B)(6) 2012. The patient recovered without sequelae. On (B)(6) 2012, it was reported the patient had started taking pain pills over the last couple of months, reporting that he did not feel like he was getting the pain medication from the pump. It was reported on (B)(6) 2012, the patient reported "the doctor said there was more residual than expected and that meant the pump was not working." A dye study was performed on (B)(6) 2012, and the patient reported the "dye did not go into the catheter." The hcp reported that the dye study showed nothing was wrong with the catheter. During the dye study the pump was put at minimum rate. It was unknown if a rotor study was performed. It was reported during the explant surgery the doctor could not see any breaks in the catheter but it broke in several places during removal and 22 centimeters of the catheter remained in the patient's left flank. It was noted since the pump was turned to minimum rate on (B)(6) 2012 the patient reported feeling withdrawals "really bad." Upon explant pump logs showed no pump issues. Patient outcome was unknown. The device system was used to deliver dilaudid, bupivacaine, and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the 8709 catheter revealed the catheter body was torn or broken at or after explant. It was noted this did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: product type catheter. (B)(4).